Manufacturer narrative:
Plates and bells have deep scratches 12/23.

Event description:
Their customer is reporting that there are scrathces to the produt and some discoloration and is asking if this is a reoccuring thing with this product